Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2015; dtba1q1 device, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a sudden increase in pacing threshold value and the increase was greater than the amplitude safety margin, which may have compromised capture. It was noted that the outcome was resolved, as the threshold increase was observed once via remote monitoring. The lv lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.